Event description:
It was reported probe cover missing and wires are exposed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in poor physical condition. During evaluation, the reported issue of probe cover missing, with wires exposed was confirmed. The probe is missing the button pad. The probe has a damaged strain relief on the probe side. The probe cable is discolored. Both left and right UDI labels are worn and will be replaced. No exposed wires found during evaluation. The root cause of these issues are due to use of the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported probe cover missing and wires are exposed.